Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The patient underwent revision surgery under general anesthesia on (B)(6) 2023, in order to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 26, 2024.